Event description:
The customer received a low out of range control result of 81mg/dl on the contour usb meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution information was not provided. The customer ended the call before troubleshooting could be completed. No product is expected to be returned for evaluation.